Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse indicated that the actuator at the pv21 was sticking and not allowing the bellows to drain. Pv21 opens the path from the needle bellows to the waste. The actuator was replaced and repairs were verified per established procedures prior to returning it into service. The root cause for the leak was that the actuator at pv21 was sticking; therefore, not allowing the bellows to drain causing them to overflow and spill. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that a bloody leak was noted around the needle of the coulter hmx autoloader analyzer when trying to run a sample in primary mode. The customer continued to run the instrument in open mode with no further leaks. There was no report of any patient results being affected by this incident. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.